Manufacturer narrative:
The customer is handling samples according to the tube manufacturer's recommendations. In 2008, customer ran qc a number of times and obtained both passing and failing results. A systems check was completed 7-10-08 and passed although the percent cv in the wash portion was slightly elevated. A field service engineer (fse) was on site the same day: fse tested the mixer speed which was found to be out of specification low. Per the access service manual, mixer speed which is out of specification low and mixer pulley problems can lead to poor washing which can cause elevated results. Fse replaced the mixer pulleys. Although hardware issues may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously elevated accutni results generated by the access 2 immunoassay system for several pts. Customer tested 6 pt samples for accutni and obtained results in the range of 0.01 - 3.52ng/ml. The erroneous results were reported outside of the laboratory. No death, injury, or change to pt treatment has been reported in association to this event.